Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Patient reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, observed void >1 mm in non-textured, valve-to shell-bond area. Leak test did not identify openings. Microscopic analysis was performed which identified: partial delamination of diapherm flange disk (10%) assessed as adhesive failure. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: delamination of diapherm flange disk assessed as adhesive failure however the device does not leak.

Event description:
Healthcare professional confirmed event. Device has been explanted.